Manufacturer narrative:
This supplemental report is being submitted to provide the device evaluation result. The subject device has not been returned to olympus medical systems corp. But was returned to olympus (B)(4). Following additional high level disinfection at (B)(4), the subject device was sent to a third party laboratory for additional microbiological testing. In the additional test, the testing indicated no microbial growth for the subject device. Following defects have been detected during (B)(4) evaluation: there were deposits on the surface of the connecting tube and universal cord. The corrosion was found from the endoscope connector. The ultrasound transducer has pierced. The glue around the ultrasound transducer has peeled off. There was a leak from the air/water port in the scope connector. The exact cause of the reported event could not be conclusively determined, however, insufficient reprocessing and inappropriate maintenance at the facility cannot be ruled out as a contributing factor of this event.

Manufacturer narrative:
This supplemental report is submitting to correct "device product code".

Manufacturer narrative:
The subject device has not been returned to omsc. Omsc reviewed the manufacturing history of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that during surveillance culturing test by the facility, the subject device tested positive for bacillus gram-negative. The subject device had been disinfected using an olympus automated endoscope reprocessr model mini etd3/minietd2 (not available in the u.s.) With peracetic acid. There was no report of infection associated with this report.